Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0d. Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.